Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device in use with an unknown phone with an unknown operating system and an unknown version. The customer was unable to obtain readings and as a result, the customer experienced a loss of consciousness and was able to self-treat. The customer was able to self-treat with sweets, honey, and sugar. There was no third-party treatment report. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. Poise voltage testing was within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.

Event description:
A "replace sensor" error message was reported with the adc device in use with an unknown phone with an unknown operating system and an unknown version. The customer was unable to obtain readings and as a result, the customer experienced a loss of consciousness and was able to self-treat. The customer was able to self-treat with sweets, honey, and sugar. There was no third-party treatment report. There was no report of death or permanent impairment associated with this event.